Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: december 19, 2016 ¿ december 21, 2016. The device was received for evaluation. During visual inspection there was no flow noted when the distal cap was removed. Further inspection showed blockage from excess solvent located at the solvent-bonded junction of the tubing and stressmember. The reported issue was verified, the cause was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with an intermate. This occurred during patient use. The intermate was filled with tobramycin 590 mg in 100 ml sodium chloride 0.9% with a total volume of 100 ml. It was stated that there was no flow while the patient was connected. It was also stated that the device was primed but fluid was flowing very slowly before connecting the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.